Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who had received morfina 5 mg/ml at a dose of 6.5108 mg/day and ¿bupi¿ 2.5 mg/ml at a dose of 3.2554 mg/day via an implantable pump. As noted on the provided pump logs from (B)(6) 2017, a low reservoir alarm (0a) occurred on (B)(6) 2017 at 05:37 and an empty reservoir alarm (06) occurred on (B)(6) 2017 at 12:41. There was no report of patient symptoms at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implant date was further provided. The reason for the empty pump state was because the patient forgot the appointment. She had the refill at (B)(6), the pump was successfully refilled without issue and the reservoir volume coincided with the n¿vision. The patient did not experience any symptoms. No troubleshooting occurred. The patient outcome was reported as ¿good¿ and the patient was having pain relief.